Event description:
The customer reported to baxter of one non-dehp fluid path intraviacontainer 500ml in which there is a particulate (plastic) within the empty viaflex bag solution. This is an inventory item for the customer. The customer is reporting that the product did not impact delivery of patient care or patient/employee safety. The process step is unknown; patient injury or involvement is unknown; medical intervention is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "one non-dehp fluid path intravia container 500ml in which there is a particulate (plastic) within the empty viaflex bag solution" was confirmed during visual inspection of the sample. The assignable root cause of the reported condition is not determined. This issue is being investigated through CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.